Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge change error messages occurred when the customer attempted to load multiple new cartridges. Additionally, it was reported that multiple occlusion alarms occurred. Reportedly, the supplies were changed to address the occlusion alarm and the customer loaded a preciously used cartridge to resume insulin delivery. There was no impact to the customer's blood glucose level. The customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (cartridge change error) was verified. The reported alarm occlusion was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.